Manufacturer narrative:
The insulin pump was unable to verify alarm in the alarm history due to history file overwritten with alarms. The insulin pump alarmed due to a corrupted history file. We were unable to verify alarms due to motor error alarms. The insulin pump passed the displacement test. The motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside of the insulin pump and passed. The insulin pump received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.